Event description:
It was reported that during a single site donor nephrectomy procedure, the device was positioned around the left renal vein, articulating right, over the psoas, to preserve vessel length. As the stapler was being positioned, the cartridge dislodged from the jaw. It was replaced with a new cartridge and the same procedure was attempted, resulting in the cartridge dislodging again. Upon inspection, neither cartridge "snap" into place and was easily dislodged with minimal pressure. There were no patient consequences. Case was completed with a competitor device and reload.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw35 device was received in good visual condition and with a tr35w reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.